Manufacturer narrative:
(B)(4).the incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). Date of initial report: 11/16/2015. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastrectomy, the device would not completely seal 3mm vessels after the end tones were heard, which caused some bleeding to occur. Metal clips were used to stop the bleeding, which was described as "not much." After the surgeon used a new ligasure maryland device, the procedure was completed successfully. The current condition of the patient is stable.